Event description:
Pt had a d/c cardioversion for atrial fib 200 joule biphasic shock into nsr. Pt woke up without difficulty, hemodynamically stable. Pt noted to have burn on anterior upper chest. Treated with thermazine as per md order. Pad expiration date was 10/28/2010. Zoll medical corp was notified and pads used in this event as well as randomly selected new pads were sent to zoll for testing.